Manufacturer narrative:
Emdr section h6, codes c19, d1001 and d1002 updated to reflect results of product history review. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that on (B)(6) 2026, the patient underwent endovascular treatment for an abdominal aortic aneurysm using the gore® excluder® conformable aaa endoprosthesis and the gore® excluder® aaa endoprostheses. As the patient¿s left common iliac was accordion shaped and stenotic, the physician used a self-modified contralateral leg, partially fenestrated using the ribs modification technique, as an extension device. After deployment extended toward the left external iliac, cannulation of the left internal iliac was attempted; however, this was unsuccessful due to a narrow diameter of the vessel. Decreased blood flow in the left internal iliac was observed, and a minimal residual endoleak persisted; however, no additional intervention was performed. The procedure was completed with a plan for follow up observation. The patient tolerated the procedure.